Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with an extrinsic breach/cut to the overlay tubing. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold up to four volts. In addition, it was noted that the outer insulation of the rv lead had been damaged 10-15 cm from the distal end due to the explant procedure. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).